Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the fourth day of use, the ventilator was alarming with low vt and minute volume. The patient assessment revealed the patient had an audible leak. The cuff pressure was checked. Different modes were tried to compensate for the leak to no avail. The position of the device and ventilator tubing were readjusted. The patient was still with an audible leak. Suction passed without resistance. Doctors were notified and abg results were drawn. The ventilator was changed out and the patient was with the same issue. The pip dropped to 15. The patient was on propofol overnight and there was increased fio2 needs. On the fifth day, the cuff pressure was at 40 cmh2o. As the patient was being rolled and repositioned to be cleaned after a bowel movement, the patient had worsening respiratory failure with desaturation, diffuse subcutaneous emphysema, and an inability to get volumes on the ventilator with fio2 at 65%, peep at 5, and ps at 10. The patient was bagged with difficulty and inline suction could not be passed. Reintubation was attempted and was successful on the second pass with the videolaryngoscope. The patient¿s oropharynx was grossly swollen but the vocal cords were visualized. The tracheostomy tube was then removed. At this time, the patient went into pea arrest and CPR was initiated with multiple rounds of epinephrine given. Cxr was performed and the patient had placement of a right sided chest tube. However, rosc was never obtained. CPR was stopped and the time of death was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the fourth day of use, the ventilator was alarming with low vt and minute volume. The patient assessment revealed the patient had an audible leak. The cuff pressure was checked. Different modes were tried to compensate for the leak to no avail. The position of the device and ventilator tubing were readjusted. The patient was still with an audible leak. Suction passed without resistance. Doctors were notified and abg results were drawn. The ventilator was changed out and the patient was with the same issue. The pip dropped to 15. The patient was on propofol overnight and there was increased fio2 needs. On the fifth day, the cuff pressure was at 40 cmh2o. As the patient was being rolled and repositioned to be cleaned after a bowel movement, the patient had worsening respiratory failure with desaturation, diffuse subcutaneous emphysema, and an inability to get volumes on the ventilator with fio2 at 65%, peep at 5, and ps at 10. The patient was bagged with difficulty and inline suction could not be passed. Reintubation was attempted and was successful on the second pass with the videolaryngoscope. The patient¿s oropharynx was grossly swollen but the vocal cords were visualized. The tracheostomy tube was then removed. At this time, the patient went into pea arrest and CPR was initiated with multiple rounds of epinephrine given. Cxr was performed and the patient had placement of a right sided chest tube. However, rosc was never obtained. CPR was stopped and the time of death was noted.

Event description:
According to the reporter, at 2300, the ventilator was alarming with low vt and minute volume. Assessment revealed that patient had an audible leak. The cuff pressure was checked and different modes were tried to compensate for the leak to no avail. The position of the device and ventilator tubing were readjusted but the patient still with an audible leak. The suction passed without resistance. The doctors were notified and abg results were drawn. At 0045, the ventilator was changed out and the patient was with the same issue. The pip dropped to 15. The patient was on propofol overnight and there was increased fio2 needs. The patient had worsening respiratory failure with desaturation, diffuse subcutaneous emphysema, and an inability to get volumes on the ventilator with fio2 at 65%, peep at 5, and ps at 10. The patient was bagged with difficulty and inline suction could not be passed. Reintubation was performed on the second pass with the video laryngoscope. The patient¿s oropharynx was grossly swollen but the vocal cords were visualized. The tracheostomy tube was removed. At this time, the patient went into pulseless electrical activity (pea) arrest and cardiopulmonary resuscitation (CPR) was initiated with multiple rounds of epinephrine given. Chest x-ray was performed and the patient had plac ement of a right sided chest tube. However, return of spontaneous circulation (rosc) was never obtained. CPR was stopped and the time of death was noted. The patient was diagnosed with covid.

Manufacturer narrative:
G3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.